Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: 7120 lead implanted (B)(6) 2010.

Event description:
It was reported that the battery life of the cardiac resynchronization therapy defibrillator (crt-d) was short-lived, possibly due to high outputs. The device was scheduled for replacement. No patient complications have been reported as a result of this event.